Event description:
It was reported that the user experienced recurrent low glucose while using the ilet and had been announcing multiple meals at mealtime and using meal announcements to correct highs, which likely disrupted the correction algorithm. Symptoms included hypoglycemia with a reported low of 54 mg/dl and approximately two hours cumulative time below range. Outcomes included self-treatment with oral glucose tablets and no medical intervention or hospitalization. Investigation included review of user-reported glucose logs and education on proper use of meal announcements and the correction algorithm, with a request for additional training to consider resetting the algorithm. Investigation of this case revealed user handling and use error related to meal announcements contributing to low glucose events. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the device, addressed through troubleshooting and education.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.